Event description:
The customer reported that she dropped the adapter and it cracked open, which is safety issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer declined to return the original product. Attempts to contact the customer have been unsuccessful and are ongoing. Should additional info become available resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir 13-0154. This issue with the damaged transformer housing for the pump in style device rev l and rev m was addressed in investigation (B)(4).